Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection.  It was speculated the source of the infection was a peripherally inserted central catheter.  The implantable pulse generator (ipg) was explanted and replaced with a leadless implantable pulse generator and the leads were capped.  No further patient complications have been reported as a result of this event.